Event description:
(B)(4). It was reported that the ventilator stopped while it was connected to a patient. Two technical error codes were generated at the time of the event, one indicating 'disabled valves' and the other an 'internal memory error'. The patient desaturated, and the ventilator was replaced with another one. The final patient outcome was no injury. (B)(4).

Manufacturer narrative:
The investigation of returned control printed circuit (pc) board and evaluation of the downloaded logs from the ventilator has been completed. The returned control pc board was installed in a reference ventilator for testing. Performed pre-use checks tests checks were passed successfully before and after the ventilation test. A simulate use testing was performed during several days, without any deviations/technical error codes noted. The reported problem has not been able to be reproduced in a laboratory environment. Evaluation of the device logs confirm the occurrence of the reported technical error codes during ventilation mode, followed by additional alarms which indicate that ventilation stopped. The logs show that the technical error codes were preceded by a breathing subsystem error, indicating an automatic reboot of the breathing subsystem after detection of an error in the stored parameter settings values in its persistent memory. This attempted reboot of the breathing subsystem to rectify the error was unsuccessful due to an inability to read the persistent memory's parameters. The ventilator was turned off and turned on again by the user immediately after the event and then the ventilator functioned normally. Our conclusion is that the most probable cause was a temporary corruption of data or data that was momentarily perceived as corrupt by the breathing subsystem at the time of the event.

Event description:
(B)(4).